Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/62 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include the following lead models 5554, 5076, 4574, and 6935m. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: mechanistic implication of decreased plasma atrial natriuretic peptide level for transient rise in the atrial capture threshold early after ICD or crt-d implantation. Journal of interventional cardiac electrophysiology. 2018; 53(1):131-140. Doi: 10.1007/s10840-018-0409-0. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable pacing leads. It was reported that was "gradual pacing impedance decrease noted during the follow up period." Additionally, there were three patients with persistent rather than transient rise in the atrial capture threshold and two patients with persistent rather than transient ventricular capture threshold. Of note, there was no treatment/resolution indicated. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.